Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: multiple loss of prime warnings observed in the black box with low non zero force. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty..2 force calibration failed. Force sensor removed and tested- resistance value was found to be in specification. Spoke shim plate was found to be dimpled. Unable to verify all steps due to load step malfunction. Battery compartment cracked from case seal traveling to bumper. Dim display- letters have a red hue.